Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that during a device interrogation it was noted that the right ventricular (rv) lead had spikes in the impedance for the past three months. Subsequently a revision procedure was performed due to a suspected fracture. During the procedure the device and lead were explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Event description:
Additional information was received from the clinic that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted five days earlier than previously noted.